Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. Details of surgery: nerve encroachment. On (B)(6) 2024 , non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.